Manufacturer narrative:
Estimated date of event. The UDI number is not known as the part and lot number were not provided. The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted with a perclose device. The device became entrapped in the artery. The distal guide separated from the proximal guide, leaving the distal guide in the vessel requiring intervention. No additional information was provided.

Manufacturer narrative:
The previous report was submitted on 9/22/22 and failed ack 3. This report is being resubmitted at the request of the cesub help desk due to an infrastructure issue at FDA. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.